Event description:
Additional info received from MFR on 06/24/1998: ultrafem has been able to determine no serious health effect, product malfunction, or probability of either instead cups of similar manufacturing conditions causing health effects. Without healthcare professional's report we cannot classify as reportable.